Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) medical center, (event site city) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm.there was no patient harm or injury reported .